Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricle (ra) lead was explanted as it was found it perforated the heart wall during a lead revision lead also exhibited high thresholds and patient exhibited chest pain. Lead was the replaced. No additional adverse patient effects were reported.